Event description:
It was reported that the patient had fallen 2 weeks prior to the report and since then had trouble with the system. The patient charged the day prior and felt burning/jolting at the pocket site. The patient was able to charge it up to 75%. The patient hadn¿t used therapy since the fall, as the device wouldn¿t come on as it was not charged. Upon interrogation, a 0x8 power on reset (por) was noted, indicating it was post overdischarge. The patient had his device pulled out of overdischarge in 2011, and if the device had not been interrogated since then, the por message would remain. The device also had high impedances. It appeared there may be multiple open circuits. Imaging was suggested to determine if there were open circuits. Using 0 or 4 as the reference electrode, impedances were all greater than 10,000 ohms. Using electrode 7, the lowest impedance was 9,777 ohms. Using electrode 1, the lowest was 646 ohms. It was suggested that the device be reprogrammed using viable electrode pairs to see if the patient could get good therapy moving forward. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the ins was replaced (B)(6) 2014 because the patient was receiving shocks. It was noted that the implanter found the "wire had no insulation." The caller was not sure of the date of the event. The caller thought it was shortly before (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient had the entire system removed and replaced. The physician stated the wire had deteriorated and almost looked melted upon changing it out. The patient was doing fine at the post-operative visit and was noted to be very capable of working the programmer and recharger. The patient was stated to be doing great now without any sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3998, lot# v121145, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(4) 2009, product type: extension. (B)(4).